Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for one pt when using the unicel dxi 800 access immunoassay system. The initial test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. The test results were reported out of the laboratory. Repeat analysis was performed on the same analyzer and an access 2 immunoassay system. The test results were within the normal range. The laboratory issued a corrected report. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Samples were collected in plasma separator tubes. The samples were spun at 3000 for 5 minutes. All testing was performed from the primary tubes. The samples were respun in their primary tube before repeat testing due to the technician noting some debris in the plasma. The customer did not reporting issues with any other results or assays. Per customer supplied data, a system check was performed on (B)(4) 2010 during a service visit addressing substrate dispense issues per customer's quality control (qc) charts, accutni assay was calibrated on (B)(4) 2010 following the completion of service. In the days following service, leading up to this event, qc has been recovering above the mean and on some occasions out high 2sd (standard deviations). On (B)(4) 2010, the field service engineer performed system verification and passed within specs. Carryover was run and failed. Replaced the sample probe and wash cup insert. Carryover was repeated and passed within specs. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.